Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement.

Event description:
It was reported that there is a rapid battery depletion rate three times the normal current drain observed on the implantable cardioverter defibrillator (ICD). The battery longevity was less than expected. The device continues to be monitored and remains in use. No patient complications have been reported as a result of this event.